Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure, the physician confirmed that right atrial (ra) lead had elevated capture threshold measurements since implant. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.